Manufacturer narrative:
(B)(4). Results: (access failure), (gap). Conclusion: (gap).

Event description:
An endurant stent graft was inserted into a patient for the endovascular treatment of an iliac aortic aneurysm. Aneurysm and vessel morphology were not a factor. It was reported that a gap was noticed between the tapered tip and the graft cover before vessel entry. When the physician tried to insert the delivery system into the patient, the gap remained. When closure of the system was attempted, the delivery system caught on the femoral artery and prevented advancement. The decision was made not to use the device. The delivery catheter was removed from the patient and the device was discarded by the user facility. Another device was used to complete the case. The implant was successful. No clinical sequelae were reported, and the patient is fine.